Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the needle was received broken at the tip. The broken tip was measured using a ruler and determined the break occurred 5/32 of an inch from the needle point. Upon microscopic inspection, instrument marks were observed near the break site on the needle tip. It was reported that the needle broke when the suture was detached. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends, breaks, or damage the connection between the needle and suture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a cesarean section myometrial suture, the needle broke when the suture was detached. The tip of the needle broke at the same time as the detachment, so the broken needle flew off. The broken needle was found immediately, but it was washed to find the ruptured tip, and an x-ray was taken, but it could not be found. Surgical time was extended by 30 minutes. The nurse found that it was attached to the surgical drape.